Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas with a dexcom g7 continuous glucose monitor (cgm) experienced hyperglycemia after forgetting to perform a breakfast meal announcement, with the highest cgm value of 249 mg/dl and no symptoms reported. The infusion set was a contact detach steel set placed on the abdomen. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed no device problem, a user interface component was involved by context, and a usage problem was identified consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.